Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds in the bipolar configuration, high pacing impedance, and possible fracture. The lead was reprogrammed to the unipolar configuration and remains in use. No patient complications have been reported as a result of this event.